Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited raised impedance and pacing threshold; it was noted that the doctor saw an insulation abrasion. The lead was capped and replaced. There were no adverse consequences.

Manufacturer narrative:
Should be checked for recall; not blank. Should be (B)(4); not blank.